Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that portions of the touchscreen became unresponsive to presses. Customer had elevated blood glucose levels (337 mg/dl). Customer stated a manual injection will be delivered to stabilize blood glucose levels, and they have manual injections for continued insulin therapy.